Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, there was stimulation noted at the implant site, and the lead impedance dropped. The physician encountered two of these situations using lead adaptors. The adaptors remain in use. No patient complications have been reported as a result of this event.